Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a tear in the upper segment of the primary tubing resulted in a "significant" chemotherapy spill. There was no harm to the patient or caregiver reported and no further information has been provided by the customer.

Manufacturer narrative:
The customer¿s report of a tear and leaking was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment measuring 0.3124 inches long. Visual examination under magnification revealed a crush mark to the upper blue fitment. Functional testing confirmed a leak from the silicone tubing near the upper fitment. The set was pressure tested and leaking was observed at the silicone tubing at less than 3psi. The cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.